Event description:
It was reported that during implant attempt, the lead was positioned and screwed in and out for three times, then it wasn't possible to screw the lead anymore. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. The defib conductor is distorted, there is blood/body fluid in the distal conductor (not obstructed) and blood in/on the helix/lobe mechanism and sleeve head. Damaged at implant.